Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with a total of 0.3 ml of radiesse®, into the nasolabial fold, on friday (B)(6) 2020 (ambiguously reported as (B)(6) 2020). The patient was fine when she left the practice. The patient was previously injected with a total of 3 ml of radiesse®, for a touch up of the nasolabial fold, 6 months prior to this report. On saturday (B)(6) 2020, 1 day after the treatment with radiesse®, the patient experienced some redness and swelling. She thought it was a normal reaction. That night, between (B)(6) 2020, she had a lot of pain and redness. On (B)(6) 2020, in the morning, the physician saw the patient and diagnosed a vascular occlusion. As reported, the area of potential incident was nasolabial fold and nose. The physician immediately put hot compresses on the area, injected hyaluronidase to make some space, put the patient under a let-light and prescribed ibuprofen. The same evening, she received a second treatment with hyaluronidase and hot compresses. Oral steroids were also prescribed. The physician was going to continue to see and treat the patient. Further options included aspirin, antibiotics and eventually hyperbaric oxygen therapy. In the opinion of the reporter it was going to take time to heal. Due to the provided information, the outcome of the event was considered as not resolved.

Event description:
Follow-up information was received on 26-jun-2020: the reporter informed that the patient was a regular client of the physician for over 10 years. She had a lot of different treatments over the decade. However, the only recent treatment this year was with radiesse®. The patient was treated with antibiotic topical cream, and cortisone by oral intake. She did not take aspirin. The patient recovered very well. She had just some redness (reported as readiness) the week prior to this report. The wound healed perfectly. When the treatment was stopped, the patient developed some swelling, and cortisone was restarted. The swelling was going down and the patient aimed for full recovery. Due to the provided information, the outcome of the event was considered as resolving, and changed from not resolved. In the opinion of the reporter, the event was not life-threatening.